Event description:
It was reported that the crosslink center locknut was broken off during tightening as the surgeon was trying to implant the device. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the eyebolt post is sheared at the base. Cause of shear is likely due to application of torque that exceeded post capability. A review of the device history records revealed no documentation to indicate a non-conformance to specification.